Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer had already reset the pump prior to calling technical support. The customer, who also mentioned had already received a replacement pump, was advised to switch to the new pump. The customer acknowledged and understood the instructions.